Event description:
It was reported that this patient received multiple inappropriate shocks due to over-sensed supraventricular tachycardia (svt). The physician elected to reprogram the device to resolve the event. The device remains implanted an in-service with no additional adverse patient consequences reported.